Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reportable because of battery failed. The blood glucose level was 18 mmol/l. Customer complaining for multiple error. Customer declines troubleshooting for battery failure. The product will return for the analysis.